Event description:
Has making loud shrill feedback sound like an airplane taking off, after coming back from repair. Aids sent in for repair for the same reason and are back and doing the same thing. Did not happen in the office, but started about an hour after getting home. Aids were in ears for 2-3 mins before they were pulled out. This caused the patient pain and a headache which was gone after taking medicine. Note: only the receiver was replaced when repaired per the hcp and the hcp did not calibrate the devices after the aids came back from repair. She only saved the previous settings from the database. Advised hcp that the aids do need to be calibrated when they come back from repair. Patient is on phone with the hcp. Advised hcp that the patient should not be wearing the devices at all. Aids to be sent back to qe. Complaint created. Spoke with emie her isr, who recommended she speak to (B)(6) re: how repair or replacement of the device. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? Potentially yes. Has the patient been in contact with a professional? No. Please choose the duration of the sound? More than 10 seconds (2--3 minutes) what type of receiver? High power on right ear and mp on left ear. Interpretation of the event by manufacturer; hearing aids were repaired and receivers exchanged. When returned to the hearing care professional (hcp), the hcp did not recalibrate the device. Aids need to be recalibrated after repair. This could explain the loud shrill feedback sound but we need to investigate the devices first. Requested to be returned but not yet in our possesion. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Final report conclusion in section h10.

Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR follow up submitted on 22mar2021 interpretation (so far) of the event by manufacturer; hearing aids were repaired and receivers exchanged. When returned to the hearing care professional (hcp), the hcp did not recalibrate the device. Aids need to be recalibrated after repair. This could explain the loud shrill feedback sound but we need to investigate the devices first. Requested to be returned but not yet in our possesion. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Additional info to h4: manufacturing date of s/n (B)(6) (right device) is 07/12/2020 additional info to h4: manufacturing date of s/n (B)(6) (left device) is 07/12/2020 final report summary the case has been reviewed from a clinical perspective. Customer reported: - following devices coming back from repair, they appear to be shrilling, similar to feedback. - sounds lasted for 2-3 minutes, and patient reportedly had to take pain medication for a headache; however did not seek medical attention - it was reported that the receivers were replaced when repaired per the hcp and hcp did not calibrate the device - only data pulled from session - it was advised that the hcp perform calibration while on the patient's ears. - it was recommended that patient not wear the devices until dfs calibration could be performed. Clinical evaluation of the event. Upon receiving devices back from repair, patient experienced feedback like sound for 2-3 minutes while at home. Patient reported taking pain medication for headache but did not seek medical attention. Receivers were replaced in the office. And data from session was pushed to the devices. Dfs calibration was not reperformed. It was recommended that hcp advise patient not to wear devices and for dfs calibration be performed. Clinical conclusion on the case is that even though unpleasant, it is unlikely that this would cause harm to residual hearing clinical evaluation according to 0378040 clin eval plan&rpt,ha&tsg : the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Final report conclusion as it is concluded that even if the loud sound was no doubt unpleasant, it is unlikely that this would cause harm to residual hearing. Therefore as there has been no serious injury or death and a similar event, should it recur, also is unlikely to cause serious injury (harm to residual hearing) ot death, we conclude that this event is not reportable:

Manufacturer narrative:
Interpretation (so far) of the event by manufacturer; hearing aids were repaired and receivers exchanged. When returned to the hearing care professional (hcp), the hcp did not recalibrate the device. Aids need to be recalibrated after repair. This could explain the loud shrill feedback sound but we need to investigate the devices first. Requested to be returned but not yet in our possesion. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Manufacturing date of s/n (B)(4) (right device) is 07/12/2020. Manufacturing date of s/n (B)(4) (left device) is 07/12/2020.

Event description:
Has making loud shrill feedback sound like an airplane taking off, after coming back from repair. Aids sent in for repair for the same reason and are back and doing the same thing. Did not happen in the office, but started about an hour after getting home. Aids were in ears for 2-3 mins before they were pulled out. This caused the patient pain and a headache which was gone after taking medicine. Note: only the receiver was replaced when repaired per the hcp and the hcp did not calibrate the devices after the aids came back from repair. She only saved the previous settings from the database. Advised hcp that the aids do need to be calibrated when they come back from repair. Patient is on phone with the hcp. Advised hcp that the patient should not be wearing the devices at all. Aids to be sent back to qe. Complaint created. Spoke with (B)(6) her isr, who recommended she speak to (B)(4) re: how repair or replacement of the device. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? Potentially yes. Has the patient been in contact with a professional? No. Please choose the duration of the sound? More than 10 seconds (2--3 minutes). What type of receiver? High power on right ear and mp on left ear. Interpretation of the event by manufacturer; hearing aids were repaired and receivers exchanged. When returned to the hearing care professional (hcp), the hcp did not recalibrate the device. Aids need to be recalibrated after repair. This could explain the loud shrill feedback sound but we need to investigate the devices first. Requested to be returned but not yet in our possession. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.